Event description:
It has been reported to philips that the system would not emit x-rays. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, patients were transferred to another device to complete the procedure. The philips field service engineer (fse) inspected the system on site and confirmed that the system was unable to emit x-rays. Review of the system log file showed the error in miu (main interface unit) ; short circuit on rail voltage output to point and point: resonance current was too high. Upon troubleshooting, fse replaced point, miu and hv cable but the problem still persists. To resolve the issue, fse replaced the tube. The defective x-ray tube was returned to philips for analysis and found that the failure in x ray tube was due to vacuum leak. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.